Event description:
It was reported that, "pt says she feels pain, she can't bend her knee and it locks on her every once in a while and she falls down when that happens."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.